Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while attempting to clip the duct and artery, the jaws of the instrument scissored. The same device was still used for the entire procedure. There was no patient injury.